Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit's pump had not pumped for approximately 5 minutes and the message on the screen was "autofilling and calibrating" but there was no "autofill failure" alarm. The customer tried using the "iab fill" key and the "start" key did not change the situation. The unit was then rebooted, which resulted in the pump correctly starting up with a complete autofill and pressure indices appearing. The customer had the pump taken to biomed once the patient's therapy was done. No patient harm was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, e1 (site country), g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h10 additional customer contact phone: (B)(6) additional information was requested with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted. H3 other text : unknown